Event description:
The following info was provided to alcon by a dr monitoring a chatroom on the internet. No report has been provided to alcon. No other info is available at this time. On 1/20/1998, a female pt removed her acuvue lenses from their soaking case and inserted them in her eyes. Within 30 minutes, her eyes began to hurt and her vision became hazy. The pt removed the lenses and put a new pair of lenses in her eyes. For the next hour, her vision worsened and pain increased. She removed her lenses but the pain and reduced vision did not resolve. On 1/21/1998, the pt was seen by the reporter who had the following observations. The pt presented with severe pain and photophobia. Ophthalmic exam of the left eye showed a left cornea nearly devoid of epithelium, 3+ edema (could barely see iris), swollen lids and nearly fixed (barely reactive) pupil. The right eye was similar but not as bad. Edema was 2+, the pupil was more reactive but sluggish, the lid was swollen, but more of the cornea was intact. The pt was noted to have been using outdated (by 12 years) opti-free for a few weeks and a one time use of supraclens. The report stated "the opthalmologist came to the same conclusion -- she had a chemical burn, a complete melt of her left epithelium and partial melt of the right, probably secondary to the supraclens. He was quite amazed at the intensity of the reaction and extent of the damage to the left eye, but couldn't reach any other conclusion about the cause."